Manufacturer narrative:
(B)(4). Customer reported that the lasso nav has noise in electrodes 7 and 8, as reported in 2029046-2010-00067. The navistar thermocool catheter had no temperature reading on the stockert generator and the catheter was also reported to be jumping across the screen. It was reported that changing out the catheters on the left side of the heart twice was thought to have contributed to the patient experiencing an air embolism. The patient made a full recovery and was discharged from the hospital. After visual examination crystal residues were found in the connector pin area that appears to be dried saline. Catheter was tested and passed the following tests: patency flow, cool flow pump, deflection, electrical, leakage, temperature, generator, eeprom, carto 3 and recalibration tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.

Event description:
It was reported that the patient and equipment were prepared for a left side atrial tachycardia procedure. The lasso nav was visualized in the left atrium, fam shell created and ablation therapy started. It was noted that poles 7-8 had noise. During troubleshooting for lasso (as reported by the customer) -poles 7,8 started out noisy and wandering baseline but ECG were fine. Ten mins into the case with (B)(4) complete, the ablation started and ECG went out. The lasso cable was unplugged and ECG returned. After changing the cable, the signals were still noisy. The catheter was changed to non nav lasso variable lasso and ECG is fine but poles 9,10 had huge artifact. The connections were checked and were found to be fine. This catheter was used to finish the case. The navistar thermocool catheter had no temperature reading on the stockert generator. Troubleshooting was done, a new cable was attempted with no change. The catheter was also reported to be jumping across the screen. It was changed out with like product and the case continued without further difficulties. It was reported that changing out the catheters on the left side of the heart twice was thought to have contributed to the patient experiencing an air embolis. The patient made a full recovery and was discharged from the hospital. Additional information received from the physician stated that there ware no symptoms specific to air embolism, however, the patient had experienced transient st elevation on the ECG during the procedure. It was not reported that the patient had to stay longer in the hospital

Manufacturer narrative:
(B)(4). The noise on the lasso poles, no temperature being displayed on the stockert generator and the catheter icon jumping on the screen are not indicative of reportable events. Concomitant biosense webster products used during the procedure: lasso 2515 variable circular mapping catheter, catalog no.: d7l202515rt, lot no.: 15147982. (B)(4).